Event description:
Complainant alleged that while setting up the device to use on a pt (age & gender unk) the device inappropriately shut down. Complainant indicated that the clinician switched the battery into the device to continue treating the pt, however the device failed to maintain power with three batteries prior to treating the pt. Complainant indicated that there was no pt involvement in the reported malfunction.